Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for a high out of range pace impedance measurement on the right atrial (ra) lead. Also, there was associated noise and oversensing of the minute ventilation (mv) sensor observed on the ra lead on this stored episode. In addition, the presenting electrogram (egm) showed that there was some oversensing of the ventricular t-wave observed on the ra channel during the refractory period. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider performing routine troubleshooting testing to determine if this is a ra lead issue or potentially a device header spring contact issue. The patient was subsequently seen by a physician, the ICD device was reprogrammed to a ventricular-only pacing and sensing mode at 45 beats per minute and no further intervention was deemed necessary. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for a high out of range pace impedance measurement on the right atrial (ra) lead. Also, there was associated noise and oversensing of the minute ventilation (mv) sensor observed on the ra lead on this stored episode. In addition, the presenting electrogram (egm) showed that there was some oversensing of the ventricular t-wave observed on the ra channel during the refractory period. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider performing routine troubleshooting testing to determine if this is a ra lead issue or potentially a device header spring contact issue. The patient was subsequently seen by a physician, the ICD device was reprogrammed to a ventricular-only pacing and sensing mode at 45 beats per minute and no further intervention was deemed necessary. The products remain in-service. No patient symptoms or adverse patient effects were reported.